Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery, a 3.0x20 mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post stent dilatation. During the first inflation, the balloon ruptured at 16 atmospheres. The bdc was replaced with a new nc trek bdc to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.